Event description:
Please reference importer report # (B)(4).

Manufacturer narrative:
The tech found the scale had been zeroed with a pt in the bed, user error. The scale was zeroed by the tech to resolve the issue.